Manufacturer narrative:
The customer reported that their central nurse's station (cns) did not alarm for an 8 second pause. The patient is on a transmitter using zm-view with a bsm-6000. No harm or injury was reported. Attempt #1: on 08/11/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2: on 08/18/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #3: on 08/23/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Additional device information: concomitant medical device: the following device was used in conjunction with the cns: bedside monitor: model #: bsm-6000 series, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) did not alarm for an 8 second pause. The patient is on a transmitter using zm-view with a bsm-6000. No harm or injury was reported.